Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged battery. "This condition had the potential to interrupt delivery". This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was repaired on-site. This condition is an ancillary service event opened during investigation of (B)(4). The cause could not be determined. To correct the condition, the main battery was replaced and returned to the customer in good working condition.